Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend instrument would not seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Fa was not able to confirm/reproduce the reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. There was no problem detected for the customer reported complaint. Additional tests were performed and passed: ceramic dot verification, knife slot test, and jaw gap verification. The probable root cause of the failure to seal cannot be determined based on the information provided and failure analysis results. No product issue was identified during testing. The reported event was not confirmed as failure analysis of the vessel sealer extend instrument found no functional issue. The vessel sealer extend instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted total small bowel resection gastrectomy surgical procedure, the vessel sealer extend instrument failed to seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total small bowel resection gastrectomy surgical procedure, the vessel sealer extend instrument failed to seal. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.